Event description:
It was reported that during a procedure, when a physician went to perform automatic registration, the first catheter went between the error messages of the navigation catheter out of sensing volume and not coupled.  The surgeon replaced the cables and the patient's position was checked, but the same issue occurred. Another catheter was then used. Later in the procedure, after navigation and biopsies, the catheter was not coupling, eventually, an error of replaced locatable guide (lg) appeared. Additionally, the catheter was broken. The catheter was replaced again, resolving the issue. The physician was able to complete the superdimension portion of the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d4 (serial number, UDI #), d10, g3, h4 d10. Concomitant products: ils-0900-kt, ils-0900-kt procedure kit illumisite 90 (lot 530978); ils-0900-kt, ils-0900-kt procedure kit illumisite 90 (lot 530978). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, when a physician went to perform automatic registration, the first catheter went between the error messages of the navigation catheter out of sensing volume and not coupled. The surgeon replaced the cables and the patient's position was checked, but the same issue occurred. Another catheter was then used. Later in the procedure, after navigation and biopsies, the icon began jumping and, eventually, an error of replaced locatable guide (lg) appeared. Additionally, the catheter was broken. The catheter was replaced again, resolving the issue. The physician was able to complete the superdimension portion of the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: ils-0900-kt, ils-0900-kt procedure kit illumisite 90 (lot 530978); unk - ils, unknown interv. Lung solutions product (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.